Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The ventilator's lcd display screen, lcd to system board cable will be replaced to address the issue. Device has been repaired but not returned to the customer, pending customer approval of estimate.

Event description:
The manufacturer received info from a third party svc ctr alleging a ventilator's lcd display screen was defective. There was no harm or injury reported.